Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and per the physician, the reported slda and difficult leaflet grasping were due to patient anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5 on a patient with an enlarged atrium and coaptation gap. The first clip, a triclip xtw (50227r1048) was prepared per the instructions for use (IFU) and deployed on the tricuspid valve. To further reduce tr, a second clip, a triclip xtw (50910r1105) was prepared per the instructions for use (IFU), inserted, and grasping was performed. However, difficulties grasping the leaflets occurred. The clip was ultimately deployed on the tricuspid valve. To further reduce tr, a third clip, a triclip xtw (50707r1087) was prepared per the instructions for use (IFU) and inserted without issues. However, while reaching the straddling position in the right atrium with the third clip (50707r1087), echocardiography revealed that the second clip, (50910r1105) had detached from the anterior leaflet and remained attached to the septal leaflet (single leaflet device attachment/slda). The third clip was then implanted, reducing tr to a grade of 3. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.